Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. The patient was later discharged from the hospital. Six days later, the patient was readmitted to the hospital for ongoing abdominal pain. During hospitalization, the apd catheter was removed and the patient started hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available at this time. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, peritonitis was diagnosed after the patient had been hospitalized a batch review will be conducted for potentially associated lot numbers gd896407 and gd896704. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).